Event description:
Dr reports that a pt used a concentrated cleaner for rigid gas permeable and hard contact lenses on their soft contact lenses. The pt experienced burning upon insertion but continued to wear the lenses all day. This resulted in a diagnosis of iritis with corneal staining, corneal swelling, redness and pupil dilation. Attempts have been made to obtain medical records. The dr indicated to the best of their knowledge the pt had recovered.